Manufacturer narrative:
Calibration and qc data were requested for investigation, but were not provided. Sample was requested for investigation, but was not available. The investigation did not identify a product problem. The cause of the event could not be determined. Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. A reagent issue could be excluded.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys tsh assay and elecsys ft4 iii assay results for 1 patient tested on a cobas 8000 e 602 module compared to an abbott. This medwatch will cover tsh. For information on ft4 iii please refer to the medwatch with patient identifier (B)(6). The cobas e602 results were tsh 7.02 u/l and ft4 iii 88.8 pmol/l the abbott results from the same patient sample were tsh 4.37 (units not provided) and ft4 38.6 pmol/l. The results in question were reported outside of the laboratory. The cobas e602 serial number was (B)(4).